Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during the surgery they couldn¿t take off the guide of the lead. There were no external factors that caused the issue. Another lead was implanted and the issue resolved. Additional information was received indicating the issue was solved during surgery. There was not an issue implanting the second lead. The cause of the issue was not determined.

Manufacturer narrative:
Continuation of d10: product ID neu_stylet_acc. Product type accessory h3: analysis of the lead had shown that the stylet was stuck in it. It was locked in place by folds of sylet lumen piked up against the proximal reflow band. During analysis outer insulation was removed to gain better access, but the lead could not be analyzed due to the modified condition of the returned lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID neu_stylet_acc, serial# unknown, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information clarified that the "guide" referred to the lead stylet. It was confirmed the correct depth stop with silicone tip was used, and the lead was passed through the depth stop properly. Depth stop was applied for two minutes during intraoperative stimulation. The same depth stop was used with the other hemisphere and everything worked properly. The surgeon was unable to remove anything of the stylet, "it seemed like stuck to the lead, inside and outside the cannula". The burr hole device clip had been closed previously, and it was confirmed cannula with minimum 1.57 mm inner diameter was used.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the lead was perfect and did not bend by accident nor by the depth stop. The sensight lead was measured in the stardrive ruler at 375 mm, so the depth stop was located close to the white part/non-active contact lead. It was unknown when the bend happened as they were unable to remove the final part of the sensight stylet. It was recommended that they assure that the sensight stylet was in the final position by pushing it in with their finger. As this occurred, the neurosurgeon started to remove the stylet slowly without problems but at the end, they were unable to remove it as it appeared to be blocked or fixed. This was not an issue with the bhd clip as this was used with a different sensight lead without any issue.